Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump can't find sensor signal. Customer's blood glucose at time of incident was 12.3mmol/l. The customer stated the pump is not communicating with the transmitter. The customer was explained the pump is no longer receiving data from the transmitter. The customer checked alarm history and found alarm when reviewing for sensor signal not found. The customer reported via phone call indicating that the insulin pump alarm software error detected (pump error 53). Customer's blood glucose at time of incident was unknown. The alarm was explained to the customer and error table indicates the pump should be replaced. The customer was advised that the pump will need to be replaced and refer to backup plan.

Manufacturer narrative:
The software error found in the insulin pump history due to software error. The test guardian 2 link with the glucose sensor simulator communicates properly to the insulin pump noted. No unexpected sensor signal not found alert noted. The insulin pump received with minor scratched lcd window, scratched case and pillowing keypad overlay.